Event description:
It was reported that on (B)(6) 2026, while the patient was undergoing dialysis treatment, he experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the leg. Blood glucose was reported to have increased above 480 mg/dl. It was further reported that the pod stopped delivering insulin for approximately six hours without the patient¿s knowledge, as he had fallen asleep during dialysis treatment. Staff at the dialysis center noticed the omnipod 5 controller beeping and discovered the patient¿s blood glucose had reached 489 mg/dl. Review of the patient¿s omnipod alarm history indicated the occurrence of an occlusion alarm, and insulin delivery stopped. The patient subsequently developed symptoms including dry mouth, increased body temperature, blurry vision, and weakness, prompting him to seek medical attention. The patient was subsequently transported to the emergency room at (B)(6) hospital via ambulance and was diagnosed with hyperglycemia. Treatment during medical evaluation consisted of 14 units of novolog rapid-acting insulin, followed by 10 additional units. The patient remained under observation for approximately eight hours and returned home the same day, with blood glucose reported to have decreased to 110 mg/dl prior to discharge.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.